Event description:
An end user reported blisters on his peristomal skin under a portion of the wafer and a portion of the tape collar.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated a physician prescribed silver sulfadiazine cream to use topically on his peristomal skin. The end user stated he uses adhesive remover, (B)(6) soap, powder, and a barrier wipe. The end user also stated he is cutting the mass larger to fit his stoma. Suggested that customer trial product which accommodates larger stoma and he declined. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted a return sample for evaluations not expected. Reported to the FDA on (B)(4) 2014.